Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Upon sensor removal, there was no sensor wire visible on the sensor pod and the patient alleged the sensor wire remained in the skin. The patient developed swelling/inflammation and an infection (dime size) at the insertion site. She had soreness and pain in the area. The patient applied topical antibiotic medication to the area (neomycin and pramoxine hcl cream, intermittent every 2-3 days). On the same day, the patient consulted a physician who advised her to go the emergency department to have an x-ray for further evaluation. In the emergency department, she had an x-ray which showed no evidence the sensor wire was retained under the skin. She was prescribed a course of oral antibiotic medication (cephalexin 500 mg capsule, four times per for 7 days) for the infection. No blood test or wound culture or surgical intervention was reported. No product or data returned for investigation. A photo of the insertion site was provided for analysis. The allegation of a detached sensor was not confirmed via photograph. However, it was found through x-ray that there was no evidence of a sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).